Manufacturer narrative:
Event date: approximated. Investigation summary: based on the information available, the cause that contributed to the reported device migration cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the app instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this ambicor penile prosthesis (app) experienced cylinder malposition, as the proximal end was above the body plane. Upon clinical evaluation, the physician attempted troubleshooting by inflating and deflating the device and trying to pull them lower in the corpora cavernosa. The entire device was removed and replaced with an inflatable penile prosthesis. No additional patient complications were reported.